Event description:
Manufacturer received a letter from a claim service specialist that, "user sustained an injury when was getting out of a wheelchair and it fell over. According to the specialist, the user allegedly sustained bodily injury. With the info provided it has not been confirmed that the device is an invacare product or how the device caused the incident. Nor has specifics of injuries been disclosed.